Manufacturer narrative:
Additional information was received that the reason for revision was due to inadequate stimulation. The patient underwent a revision procedure wherein the entire cervical system was explanted, and the ipg for the thoracic system was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm. Model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.